Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
Customer reported that the insulin pump has a crack on the lcd screen. Customer stated that the device was bumped. Blood glucose value is 161 mg/dl. Nothing further reported.